Event description:
"Codman monitor gave inaccurate (high) readings when compared to ventriculostomy readings. Cameno bolt placed to verify readings. Codman monitor readings did not match the ventriculostomy readings or the cameno bolt readings. No adverse effect to the pt at this time.